Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. D4: batch # 281c07. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with one ecr60b reload present. The reload was unfired with pan totally detached, making the reload non-functional. In addition, 2 double drivers missing from the reload. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 281c07, and no non-conformances were identified.

Event description:
It was reported that during procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.